Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs three devices. In the photograph you can see a device with some clear fluids inside a thermoform and on top you can see a syringe, there is another device with some fluids and another one filled with fluids. However, it is not clear in which of these three devices the hole shown in the photograph has, they do not have the lot number or the side on which it was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.